Manufacturer narrative:
Results - is based upon evaluation of user facility information and the returned sample; is based upon evaluation of the reserve sample. Conclusions - is based upon evaluation of user facility information and returned sample; is based upon evaluation of the reserve sample. Visual examination of the returned sample confirmed that a portion of the polyurethane coating had been damaged and sheared away partially exposing the core wire. Evaluation of a reserve sample confirmed there were no abnormalities. The event description and appearance of the returned sample are consistent with damage to the guidewire due to manipulation against a sharp, metal surface (perhaps along the interior surface of the urology scope that was being used). A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. The device labeling states in the warning / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions (e.g. In conjunction with devices which contain metal parts) "may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available information has been placed on file at the manufacturing facility for appropriate tracking, trending and follow-up. (B) (4)

Event description:
The user facility reported that a portion of the guidewire's outer coating "began to peel" during a procedure in the ureter. During follow-up communication, the user facility provided the following additional information: the guidewire had been inserted into the patient through a semi-rigid (B) (4) ureteroscope; several pieces of the sheared coating completely detached from the guidewire and were successfully removed from the patient via irrigation with saline solution; a second glidewire was used to successfully complete the procedure; and there was no impact to the patient.